Event description:
The surgeon implanted ist paramount vbr at l4-l5. Because of the size of the pt and the starting angle of the implant on the ist inserter, the surgeon had a difficult time establishing the initial entry angle. When the vbr first entered the disc space, the surgeon brought the inserter towards him to change the angle of the implant. As he began to steer the implant and retighten it on the inserter, the surgeon noticed that the vbr had cracked. The surgeon removed the cracked vbr and successfully replaced it with another implant.

Manufacturer narrative:
The device was returned to the MFR and is currently under eval.